Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. System verified and tested as ready for use. Isi did receive a da vinci product to perform failure analysis. The iesu was analyzed and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that site received constant c-01 messages on the vio dv 2.0 integrated electrosurgical unit (erbe). The customer tried power cycling, but the issue persisted. The tse had the customer try to hard power cycle and disconnect foot pedals, but issue persisted. The customer was moving forward with the case. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse informed the case was converted to laparoscopic to do the flap and the surgeon redocked and completed robotically. The erbe did not work. There was no increase in ports size and there were no extra ports placed.